Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 ,e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the video receiver to lcd cable and the 10.4 display . The display mounting plate was replaced as a precautionary measure. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an intermittent display. There was no patient involved.

Event description:
It was reported by customer before use that the cs300 intra-aortic balloon pump (iabp) unit's display was not working correctly. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.